Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was drawn into the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-aug-2023, the hemostatic valve was broken in the star section. The returned condition of the hemostatic valve broken in the star section was also assessed as MDR reportable. The awareness date for this reportable lab finding was 30-aug-2023. The device evaluation was completed on 30-aug-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was drawn into the sheath. Air was drawn in when negative pressure was applied. Timing was during flushing with saline after insertion of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Replaced carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small with another new one and the procedure was continued. Dr. Kajiyama, who was present as a sub, reported that the tip may have been wedged, but it was unclear whether it was true or not. Hemostatic valve failure. There was no hemostatic valve dislodgement. The hemostatic valve was not cracked. The procedure was completed without patient's consequence. Additional information was received. No visible issue observed on any parts of the product. Air was drawn into the sheath. The hemostatic valve did not dislodge inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. No needle product was used. The issue of the air was drawn into the sheath was assessed as MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).